Event description:
Customer alleged the walker has become very wobbly and the right hand side seems to be pulling apart. No injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model 6291-hda, serial number/date code (B)(4) is approximately 1 year 7 months old. The owner's manual part number 1167481 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the 6291-hda walker is allegedly very wobbly. The right hand side is allegedly pulling apart. The weight limitation for this walker is 500 lbs. As listed on page 2 of the owner's manual. Product is being returned to invacare for an inspection and evaluation. No injury.